Manufacturer narrative:
This is a definitive report. This case is no longer subject to MDR because we agree the reporting physician stated that this case did not meet serious criteria.

Event description:
On 2017 - a (B)(6) male patient received artz dispo for knee ligament injury by an accident. On (B)(6) 2017 - he visited the clinic to complain of dull pain in the knee. He was required follow-up observation without an additional artz dispo injection. On (B)(6) 2017 - the knee pain was subsided. He complained of pain in the wrist and upper limb. On (B)(6) 2017 - the patient has not been seen after the event occurred.

Manufacturer narrative:
We are now investigating details.

Event description:
(B)(6) 2017 - a (B)(6) male patient received artz dispo for knee ligament injury by an accident. On (B)(6) 2017 - he visited the clinic to complain of dull pain in the knee. He was required follow-up observation without an additional artz dispo injection. On (B)(6) 2017 - the knee pain was subsided. He complained of pain in the wrist and upper limb.